Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-04091. It was reported the patient was not receiving effective pain relief from the peripheral leads (off-label use). The physician undertook surgical intervention on (B)(6) 2014 and implanted one surgical lead. It was reported the physician opted to leave both existing peripheral leads implanted, and only connected the new surgical lead to the ipg. The patient received effective stimulation therapy postoperative. Reference MFR report: 1627487-2013-04401 regarding the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.